Event description:
During a preventive maintenance, the company representative observed that the customer used a defective supply to troubleshoot the unit and caused several components to subsequently fail.